Event description:
The dome separated during traction removal. This incident occurred 120 days after placement. The dome was retrieved by using a cathartic (laxative). It is unknown if proper maintenance was performed.